Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer called back, and with assistance from support, successfully reset the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump.